Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin was leaking at the site. Customer noticed that he did not get the insulin he took for lunch as his shirt was wet and blood glucose was highest 415 mg/dl. Customer¿s blood glucose level was 350 mg/dl at the time of incident. Customer experienced head aches, frequent urination and numbness as a result of hyperglycemia. Customer's last blood glucose was this morning 180 mg/dl and had been checking blood glucose more often than usual. Customer checked his blood glucose and it was 375 mg/dl last night then it was 350 mg/dl, after two hour's later he gave insulin with the insulin pump. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.